Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during a laparoscopic nephrectomy the device could not inflate, the surgeon opened another device and completed the procedure with no further incidents.

Manufacturer narrative:
(B)(4).